Event description:
It was reported that approximately one hour into treatment a small amount of blood was noted on the catheter dressing. Upon inspection a small hole was noted. The lumen was clamped and the pt was sent to the ER. It was reported that the catheter did separate.